Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed fracture of inner coil near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was not successfully implanted due to a dislodgement, after a product analysis was performed a lead fracture in the inner coil was confirmed. No adverse patient effects were reported.